Event description:
It was reported that during an acl reconstruction procedure, after the t1 of the fast fix flex was deployed successfully, when the needle was removed from the meniscus, the transparent tube detached from the fast fix and got stuck in the meniscus. The needle tube was removed from the meniscus by force, but at the same time t2 fell off the needle rail and became unusable. The procedure was successfully completed with a delay of 10 minutes using a competitor back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.